Event description:
Customer was hopitalized for hypoglycemia. The customer had called for assistance with priming the pump. It was indicated that the customer was still connected to the pump during a prime. The customer stated that the numbers were not ramping up on the display when attempting to prime.